Event description:
The patient presented to the hospital on (B)(6) 2015 for a surgical procedure of "bilateral breast capsulectomy with removal of ruptured silicone". The surgeon description revealed the patient presented to his office with a chief complaint of right breast swelling. She had history of bilateral subpectoral silicone breast augmentation from years ago (no specified date or location) with the old style silicone implants. An MRI had shown a ruptured right breast implant with some extracapsular rupture. The patient underwent the procedure at the hospital under general anesthesia that revealed the right breast had capsule opened that had a large amount of dark brown turbid fluid suctioned out. The surgeon also reported some noted extracapsular silicone gel that was scarred in and had to be removed. No complications were reported. The manufacturer of the implants is unknown as well as the date of the implant. No further information could be found.